Manufacturer narrative:
(B)(4). The complaint rt340 adult dual heated evaqua breathing circuit is en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report once we have completed our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(6) for inspection. It was visually inspected and pressure tested for leaks. Results: no damage was observed to the returned breathing circuit. The pressure test result was also within specification. A lot check revealed no other complaints of this nature for lot number 130508. Conclusion: no fault was found with the subject breathing circuit. All rt340 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. In addition, tube weighing and bond strength testing are performed every 15 minutes. If any faults are detected the whole batch is placed on hold for investigation. The key difference between fph's evaqua breathing circuits and conventional breathing circuits is that the expiratory limb of the evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing can be more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and non-fph circuit hangers. The user instructions that accompany the rt340 adult dual heated evaqua breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms". "Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage." The hospital staff correctly checked the subject breathing circuit before patient use, which is in line with its user instructions.

Event description:
A hospital in (B)(6) reported to a distributor that an rt340 adult dual heated evaqua breathing circuit failed the ventilator leak test. This was observed before use on a patient.

Event description:
A hospital in (B)(6) reported to a distributor that an rt340 adult dual heated evaqua breathing circuit failed the ventilator leak test. This was observed before use on a patient.